Manufacturer narrative:
Method = x-ray. Device evaluation summary: the explanted device was returned to edwards and evaluated; heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 1 exhibited minimal to moderate calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at both the stent inflow and stent outflow. Leaflet 1 had a tear at commissure 1, tear measured approx 5mm. Calcification was observed near the region of the tears. Device evaluation confirms calcific tissue degeneration as the primary contributor to the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Patient medical records and history have not been provided to edwards as of this writing. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported by nurse via sales that an edwards aortic bioprosthetic valve was explanted due to prosthetic aortic stenosis after an implant duration of approximately 13 years. No additional information was provided.